Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading blood as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started to read blood as control solution on (B)(6) 2017. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that on (B)(6) 2017, she developed symptoms of ¿sweating and fainting¿. She also reported that on (B)(6) 2017, she received advice from a home health/visiting nurse to contact onetouch. No other treatment or intervention was reported by the patient. During troubleshooting, the cca confirmed that the patient¿s test strips were within expiry date and had been stored correctly. The patient described the correct testing steps. The cca walked the patient through a retest and she obtained a blood reading as control result of ¿272 mg/dl¿. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the subject meter was found to misclassify blood samples for control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.